Event description:
It was reported that the ilet displayed ¿alert 38 ¿ motor stall¿ during a cartridge change and dry run, and the user repeatedly received ¿unable to proceed,¿ consistent with a stalled insulin delivery motor and device mechanical failure. Symptoms included none reported. Outcomes included interruption of insulin delivery and the need for device replacement. Investigation included technical troubleshooting with restart, cartridge removal, and a dry-run attempt. Investigation of this case revealed the alert persisted after priming and rewinding, indicating a persistent motor stall. It was concluded that the device experienced a mechanical motor stall preventing insulin delivery, and a replacement device was provided.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.